Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a (B)(6) prism (B)(6) screening result. The following data was provided: (B)(6), tested on (B)(6) 2016 was (B)(6). The (B)(6) dna test for this donation was (B)(6). The unit was not used or transfused into a patient. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4).